Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited far p wave oversensing. Chest x-ray confirmed rv lead dislodgement due to the patient¿s twiddler syndrome. The rv lead was explanted and replaced on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
The reported events were twiddling and unspecified over-sensing. The reported event of unspecified over-sensing was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Final analysis found internal shorts between conductors due to the damaged insulation consistent with procedural damage.